Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a sheath breakage occurred due to light exposure during storage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. A corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.

Event description:
Terumo medical received an FDA medwatch report # mw5162048. The event description states: "while deploying an angio-seal device to seal puncture site, the inserter sheath broke into several pieces."

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided . A3b: gender: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: non-healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.